Event description:
It was reported that this was an arteriotomy closure of the right common femoral vein using three prostyle devices after an ablation procedure using an 8f sheath. Reportedly, after the plunger was removed, the suture was not present at the 11 o'clock position for two prostyle. Another prostyle had no suture present after plunger removal in the one (1) o'clock position. Prostyle use was abandoned. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional two devices referenced are filed under separate medwatch report numbers.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional two devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral vein using three prostyle devices after an ablation procedure using an 8f sheath. Reportedly, after the plunger was removed, the suture was not present at the 11 o'clock position for two prostyle. Another prostyle had no suture present after plunger removal in the one (1) o'clock position. Prostyle use was abandoned. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue.na.